Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 361545 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Device manufacture date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the u.s and not sold in the u.s. Medical device expiration date: unknown. (B)(4).

Event description:
It was reported that bd sedi-20 would not turn on.